Event description:
A malfunction occurred on the pump, as reported by the caller. The customer was unsure if the issue caused their blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.